Manufacturer narrative:
The monopolar curved scissors tip has been returned and evaluated by the failure analysis team. Visual inspection was performed and the mcs tip accessory's retaining cover was found to be damaged. The retaining cover's bayonets were observed to be forced outwards, but no missing material was observed. As a result, the retaining cover was found dislodged from the blades. Additional observation: due to the damage on the retaining cover, the retaining cover was found to be dislodged from the blades. The retaining cover was returned, measuring approximately 13.56mm x 6.99mm in size.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sp monopolar curved scissors instrument broke at the tip. The procedure was completed with no reported injury.